Manufacturer narrative:
A2) patient date of birth - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld #2 was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), left ventricular (lv), and two right ventricular (rv) leads due to cied system/pocket infection. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with a spectranetics tightrail rotating dilator sheath, the lv and one rv lead were removed successfully. Switching to a spectranetics 14f glidelight laser sheath on the ra lead, the lead was removed; however the blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including medication and rescue balloon, but continued to decrease. Pericardiocentesis was performed, and the patient stabilized. The remaining rv lead was removed, but the blood pressure dropped, thus, pericardiocentesis continued, and a pericardial window was completed. The patient stabilized and it was suspected there was a small perforation to the ra that healed itself. The patient survived the procedure. This report captures the lld #2 device providing traction to the ra lead when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.